Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 07-jun-2024 and forwarded to millyard advanced medical products, llc on 08-jun-2024. The physician reported that the patient was being transferred to their hospital due to both pumps not working. He said that "it" [presumed to mean the line into the patient] fell out during the night and was not replaced. He reported the patient had a remunity pump and another unidentified smaller pump. The status of the backup remunity pump is unknown. The hospital nurse later reported the remotes were not working properly and asked for assistance in troubleshooting. It is unknown if the troubleshooting occurred or was successful. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.